Event description:
Healthcare professional reported "extracapsular rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "extracapsular rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: capsular contracture, baker grade unknown reason for reoperation: capsular contracture, baker grade unknown additional, changed, and/or corrected data: b.5., d.3., d.9., g.1., h.2., h.3., h.6., h.11.

Event description:
Healthcare professional reported "extracapsular rupture". Healthcare professional later reported capsular contracture, baker grade unknown. This record is for the right side. The device was explanted.